Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was intermittently shutting down unexpectedly. Additionally, it was reported that the usb cable was not fitting properly to the usb port and was intermittently disconnecting. There was no known impact to the customer's blood glucose. Although requested, no additional information was provided regarding the reported issue.